Event description:
A stone removal was performed with a hard wire basket. During the procedure the physician captured the stone and attempted removal, however, the stone was hindered by its size. Subsequently, the stone became impacted into the basket. The drive wire was cut and removed with the endoscope, while the distal portion of the device remained in the pt. The pt was taken to surgery where the stone ad basket were removed successfully.